Event description:
It was reported that a pta balloon, allegedly, was caught in the sheath upon removal. The physician was performing an angioplasty of the left iliac artery, with access through the left common femoral. Using a 6f sheath and .035 wire, he advanced the balloon to the intended site. The inflation device was used twice, inflating two times and holding each for 20 seconds. A syringe was used to deflate the balloon, and an attempt was made to remove the balloon for a picture. Allegedly, he could not retract the balloon from the sheath. Without losing access, he removed both the sheath and balloon together. The balloon was inspected, and there was no sign of fiber breakage or unraveling on the surface of the balloon. A new pta balloon was used to finish the case. No reported injury to the patient.

Manufacturer narrative:
The device history record could not be reviewed, as the lot number was unknown. The sample has been returned, and the investigation is currently underway.